Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to an incorrect size cuff. The cuff was resized, because of excessive swelling that caused the previous cuff to be incorrectly measured. It was explained that the urethra was prepared to make room for the cuff, and the tissue was being manipulated. Because of this manipulation, the patient may have experienced some swelling of the urethra. The physician stated that this can result in a larger diameter than the urethra originally measured. All new components were implanted. The patient is now continent following this operation.